Manufacturer narrative:
No used cartridge was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level for the past occlusion was not impacted. However, for the most recent occlusion, the customer's bg level was 279 mg/dl and it was addressed by clearing the occlusion alarm and delivering the bolus. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report and the customer declined. However, the customer stated that when the site was removed that there were no kinks, bends, or blood in the cannula. A follow up with the customer indicated that no further occlusion alarms occurred.